Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40-50 mg/dl and juice was consumed to address the bg level. The customer reported the low bg occurred due to delivering an extra bolus via the pump and did not eat enough food to compensate for it.